Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent cartridge alarms occurred (alarm 29) on (B)(6) 2019 during the load sequence with multiple cartridges. Customer¿s blood glucose level was 70-100 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy and would go to the pharmacy if needed.